Event description:
It is reported that the pt was revised due to dislocation and pain.

Event description:
Caller states patient tested 30.4 mmol/l on the performa system; patient was treated with an insulin IV based on the device result. Customer tested 7.15 mmol/l on a lab value drawn at the same time as the performa result. Approximately one hour later, patient had low blood glucose symptoms; patient tested 5.2 mmol/l on the performa system, and 3.8 mmol/l on a lab value drawn at the same time as the performa result. Patient consumed biscuits, and low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).